Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during surgery. The suction ring assembly issue with an intralase patient interface (pi) occurred after the patient was applanated and after the laser fired. It was noted that one (1) iflap was replaced and the surgery was completed successfully. There was no patient injury reported and no surgical intervention was required.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 3/29/2018. Device returned to manufacturer? Yes. Device evaluation: a visual assessment of the returned sample found no damages. Suction test was performed on the returned sample. The returned sample was found to function as intended. The reported event of suction loss cannot be replicated or confirmed. Manufacturing record review: per manufacturing records review report provided by third-party manufacturer, no related non-conformity or deviations were issued during manufacturing the pi lot 60093090. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.